Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the anterior side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be fractured. No patient involvement. No adverse events have been reported as a result of the malfunction.